Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25march2019. The manufacturer's field service engineer (fse) was dispatched to the site and could not confirm the reported issue. Fse reviewed the unit's diagnostic log and found error code for blower stalled. Unit also had multiple alarm messages at start up. The fse replaced the unit's power management (pm) pcba to resolve the reported issue. Replacement of the pm pcba also resolved other error codes. Unit was tested and passed. Unit ready for service.

Event description:
Customer contacted technical support (ts) stating that unit would not power off. The customer reported there was no patient involvement. Event date not specified; estimate used.